Event description:
It was reported that the cement did not mix in a regular and homogeneous way as usual in the container, doctor did not want to use the product because of the abnormal consistency. A second cement package was opened and mixed in its indicated container, which also has an abnormal consistency. Both turned lumpy and yellow. A third cement was opened with the same lot number that was mixed in a usual way and was used in the patient. The device will not be returned.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The supplier was made aware of this occurrence. Factors and/or potential probable causes that could contribute to the reported event have been identified as transit damage/ a strong mechanical-shock during transportation, breakage technique, and/or instruction of use variance. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.